Manufacturer narrative:
Results: the penumbra smart coil (smart coil) embolization coil was intact with the pusher assembly and had offset coil winds. The pusher assembly was kinked in multiple locations near its proximal end. During functional analysis, resistance was encountered when advancing the smart coil through its introducer sheath. Subsequently, the smart coil could not be advanced into a demonstration microcatheter. Conclusions: evaluation of the returned device revealed that it had offset coil winds near the proximal end of the embolization coil. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, resistance may be encountered, and damage such as this may occur. The offset coil winds caused resistance when attempting to advance the coil during functional analysis. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a traumatic arteriovenous fistula (avf) using penumbra smart coils. During the procedure, the physician advanced a non-penumbra guide catheter into the left external carotid artery (eca), then advanced a non-penumbra microcatheter in the shunt point via the left femoral artery. After that, the physician placed fourteen non-penumbra coils and one smart coil into the target avf. While attempting to advance a new smart coil into the hub of the microcatheter, the physician experienced resistance and was unable to advance the coil. Therefore, the smart coil was removed and the procedure was completed using the same microcatheter, four new smart coils and three additional coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2017-02128. Expiration date.